Event description:
Customer medwatch report received with the following report: "pump beeping air in line. Upon inspection of the tubing rn noticed break/hole in tubing inside the pump chamber. Hole at top portion in pump, right below the hard blue section. Was infusing normal saline at the time. Tubing in use for three days when the event occurred. New tubing obtained for continuation of IV therapy. IV pump was from alaris 8015 series. No other info regarding the pump is available. Staff have not reported this kind of issue in past. Staff gave no input on how it may have occurred." No further pt or event info is available.

Manufacturer narrative:
(B)(4) although requested, the device has not been returned. A f/u report will be submitted with failure investigation results should the device be returned for eval.